Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that the sys is giving filament regulator failure messages during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.